Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced; the patient was discharged home later that day. No patient symptoms were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.